Event description:
A newlife oxygen concentrator was involved in a house fire. During inspection of fire scene nine days later, airsept corporation was informed of death in fire. Fire scene shows fire origin to be near bed, igniting oxygen supply tubing, and burning oxygen supply tubing back to the oxygen concentrator.